Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when injecting the lens into the eye, handpiece did not deploy the lens went under the lens, cartridge was removed from the handpiece. Upon entering the eye haptics were caught on each other. Once the haptics were in place it was noted that there was a defect in the center of the lens. Lens was explanted in initial procedure. Surgeon opted to cut the defective lens out and replace it with a unspecified new lens.

Manufacturer narrative:
Additional information was provided in d.4.,d.9., h.3., h.6. And h.10. The carton was returned with only an empty lens case. The lens was not returned for an evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the complaint. The lens was not returned for evaluation. Information was provided on an attached source information document that in the surgeon¿s opinion, "felt that the lens was damaged when the company handpiece went under the lens during deployment." The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).